Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, the peripherally part of the optic edge was shaved off and could not be aspirated with irrigation and aspiration. It didn't fully come off and was hinged at the end of the lens. It was retained inside the eye and was not visually significant. Additional information has been requested and received stated that there was no patient harm and sliver of the lens got shaved off while being inserted.